Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent sling excision on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01352. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh repair on (B)(6) 2010; in-office by dr. Michael moore. It was reported that following insertion the patient experienced adhesions.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary stress incontinence.